Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The alarm cleared and customer continued to use the pump for insulin therapy. The customer's blood glucose level was 500mg/dl.